Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins). The hcp reported a nonfunctioning device, worked at first but then started to cause pain 8 years ago. The patient stopped using the system, when to their doctor but was told to find someone else to help. The patient haven't spoken to the physician in 6 years.